Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed out during an episode when a shock was delivered. The physician states the charge time for the device was too long, however it was within normal limits for this device. The physician is considering upgrading to a fast charge device.